Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the ins was too big and was getting caught on things like doorknobs. The patient said the device was pushing on her nerves in her back and she would experience shooting pains down her leg and groin. The patient mentioned experiencing shocking. The patient said she met with a manufacturer representative (rep) a few days after implant and she tried to adjust the programming for the patient, but it wouldn¿t adjust, and the issue wasn¿t resolved. The patient met with a rep a week later and the rep found that the therapy was on 24 hours a day and the rep told the patient not to do that because it would cause the battery to deplete too quickly. It was reviewed longevity was dependent on use and programming. The patient said her stimulator was removed on (B)(6) 2018. No further complications were reported.